Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers noted on display.

Event description:
The customer reported via phone call that the insulin pump's buttons stuck periodically. Customer stated that on the day of the call, numbers were ramping on the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.